Event description:
On (B)(6) 2010, company clinical trainer reported she discovered a bolus history in an infusion device during a pt training session. Company clinical trainer stated she opened the infusion device kit, broke the protector seals, inserted the battery and then while scrolling through the infusion device, bolus history found a bolus of 2.0 units that was given on (B)(6) 2010 at 10:36 am. Company clinical trainer reported she next located an alarm history of an a3 (set time/date) alert dated for (B)(6) 2010 at 7:32 pm and a cartridge error of an e10; time was not provided/confirmed. Company clinical trainer stated, the infusion device time had 2200 days on it with a mfg date of 2010. Company clinical trainer reported, she set the customer up on his backup infusion device. Company clinical trainer opened the pt's infusion device kit and called immediately when she noticed the issue. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.